Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a magnet was not placed during the surgical procedure and the lead displayed over-sensing, noise, and interference. The lead remains in use and no patient complications have been reported as a result of this event.